Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found a component failure of the high voltage power supply (hvps) board. Based on the results of the investigation, the hvps board failure is an electrical/electronic component problem, but the root cause of the failure could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the generator displayed an error e433. The issue occurred during maintenance. There were no reports of patient involvement.